Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because the patient remains on-going on vad support at this time and no further issues related to hemolysis have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced low speed advisories and driveline disconnect alarms over the past weekend. The patient¿s wife reported that beginning last week, after the power module battery was replaced, the patient began having low speed advisories when connected to the power module, and occasionally experienced a driveline disconnect alarm, although the driveline was connected and intact. The alarms did not occur when the patient was on battery power. The following morning, the patient attempted to connect to the power module and experienced a low speed alarm and another unspecified loud alarm. When this occurred, the patient grabbed his chest and the wife reported hearing the pump in the patient¿s chest. Once the patient was connected to battery power, the alarm resolved, and the patient felt fine. A data log file submitted to technical services confirmed a data pattern indicative of a possible percutaneous lead short-to-shield condition. The speed reductions and pump stoppage were noted to have only occurred while the patient was connected to the power module. The patient was provided with a modified power module patient cable.

Manufacturer narrative:
Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.